Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose level was 450 mg/dl at the time of incident. The customer did not provide details regarding symptoms and treatment of their high blood glucose. Customer was stated that the their was cracked on the screen. Customer also stated that the top part of inserted set of insulin pump was crumbled. The insulin pump will not be returned for analysis.